Event description:
(Os 16.922). The dentist reported that 1 year and 2 months after the dental implant was installed in intraoral region #14 its loss of osseointegration. Thirty-four n.cm of primary stability was achieved and patient presented bone type iii.

Manufacturer narrative:
(B)(4).